Event description:
Patient's legal counsel provided medical records that indicate patient underwent left total hip arthroplasty on (B)(6) 2006 and right total hip arthroplasty on (B)(6) 2007. Patient medical records further indicate that a left hip revision procedure was performed on (B)(6) 2014 due to metal debris cyst. Revision operative report noted brownish red fluid, corrosion of the taper and irrigation and debridement of the cyst. The modular head and taper adapter were replaced with a ceramic head and active articulation polyethylene acetabular liner. Additionally, patient underwent a right hip revision on (B)(6) 2014 due to unknown reasons.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2015-02491 & 02492 & 02513).